Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient generated an architect total b-hcg assay false negative result of less than 5.0 iu/l. The patient had two positive urine results and questioned the architect result. The original collection tube was retested and generated an architect total b-hcg assay result of 2088 iu/l. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
Additional investigation results found no deficiency in regards to the architect i2000sr analyzer and possible sample or reagent carryover.